Event description:
On january 3rd, 2021, the user contacted dario to report elevated blood glucose (bg) readings. Prior to contacting dario, the user reported receiving a bg reading 100 mg/dl higher than the user's doctor's meter. Multiple attempts to follow up with the user were made, however, the user refused to troubleshoot with dario's representatives. There is not enough information available to further investigate this case. Therefore, no resolution is available.